Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Post procedural complications are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of a naso-jejunal (nj) tube. On (B)(6) 2021, the nj tube was flushed with water. Before the duodopa pump was connected to the nj tube, the patient was observed with rattling, short breathing. The patient's facial color became darker and the patient's breathing became shallower. The patient then became incontinent of urine and stool. The duodopa pump was then started with the morning dose, but a few minutes later the pump was disconnected, as the patient seemed uncomfortable. Oxygen was then administered to the patient due to low oxygen saturation. The physician thought the patient might have aspiration pneumonia, so the duodopa was not restarted. The patient died on (B)(6) 2021. It is unknown if an autopsy was performed. The cause of death was not specified. No further information was available.